Event description:
The customer reported having a problem involving a blank screen on her precision xtra/optium blood glucose meter. Due to this, she was not able to perform her blood glucose test and lost consciousness. She reported that she experienced the following symptom: "sweating". There was no report of third party medical intervention. The customer reported she drank orange juice to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up phone call to the customer has revealed that the "meter is working well now" and she "did not want to send it back". Therefore, this is the final report. If the meter is returned, a follow up report will be submitted.